Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call hospitalization and high blood glucose levels. Customer's blood glucose level was over 600 mg/dl. Customer believed they possibly forgot to deliver a bolus. Customer advised they were hospitalized for three months due to high blood glucose levels. Customer did not troubleshoot for high blood glucose levels. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been included with this report.